Manufacturer narrative:
Section b3 and h8: correction. Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had asymptomatic low flow alarms for two days and was admitted on (B)(6) 2018. The patient received two units of fresh frozen plasma (ffp) and presented to the catheterization laboratory on (B)(6) 2018 for balloon dilation of left ventricular assist device (lvad) conduit with subsequent balloon rupture and detachment complicated by hemodynamic instability. This led to complete obstruction of the lvad outflow graft and cessation of lvad function. After the patient coded she was given one dose of epinephrine with brief improvement in blood pressure complicated by hemodynamic deterioration despite high does of epinephrine and norepinephrine necessitating chest compressions and eight rounds of epinephrine. The patient was placed on extracorporeal membrane oxygenation (ECMO) in the cath lab and emergently transferred to the operating room for redo sternotomy, extraction of balloon from lvad outflow graft, exchange of lvad outflow graft, and ECMO decannulation. The outflow graft obstruction surgery was complicated by cardiac arrest. Electrocardiogram comments included inferolateral injury pattern, acute myocardial infarction/st-elevation myocardial infarction (stemi).

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had an outflow graft (ofg) obstruction. During intervention in the catheterization laboratory the balloon was deployed and became obstructed. Flow dropped to 0 lpm and the patient coded. The balloon was stuck. The heartmate 3 was stopped and the patient received 25 minutes of cardiopulmonary resuscitation (CPR). The patient was put on extracorporeal life support (ecls) and rushed to the operating room (or) for a pump exchange. Inotropes were initiated. The patient was reported as neurologically intact.

Manufacturer narrative:
Although the reported low flow was confirmed through evaluation of the log files, a specific cause could not be conclusively determined through this evaluation. Furthermore, the report of outflow graft obstruction could not be confirmed. The evaluation of the returned explanted pump did not reveal any device-related issues. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 3 inches from the pump header. The modular cable and the remainder of the percutaneous lead (driveline) were returned. The sealed outflow graft was returned attached to the pump cover outlet port and the outflow graft bend relief was not returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The sealed outflow graft was returned with approximately 2 inches of graft material. The graft appeared free of kinks or damage and the lumen was clear of any adhered depositions or thrombus formations. Examination of the inflow cannula lumen did not reveal any adhered depositions or thrombus formations. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The lvad event and periodic log files retrieved from the returned device appeared to capture low flow events starting on (B)(6) 2018 through (B)(6) 2018. The heartmate 3 instructions for use explains all alarms including low flow, and provides information on how to troubleshoot them. No further information was provided. The manufacturer is closing the file on this event.